Event description:
It was reported that the pump had been flipping since implant, and the patient had to flip the pump around "100 times a day" and "hold her pump all the time." The patient experienced pain at the scar location. It was also reported that the patient had an "allergic reaction to iodine used during the pump surgery." However, it was noted that the physician told the patient that iodine was not used during the procedure. It was reported that following surgery, the patient gained 20 lbs. And her legs swelled and "changed to the color of iodine from the knees down." The patient sought medical attention and was prescribed diuretics and thyroid medication. It was also reported that a few weeks ago, the patient heard an alarm prior to a refill. It was thought that the patient may have run out of medication prior to the refill, over a weekend. It was also reported that an alarm was heard after the refill, but telemetry had not been performed to confirm. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the pump was removed in (B)(6) 2012. The catheter was reported to have "kinks", "double loop", and it was "spilling" morphine inside body and leaking into "some sort of sac". It was reported that the health care professional did not anchor the pump and it "kept flipping over". It was reported that the pump was "sometimes at the belly button, and it would move up or down". It would also "rub against her ribs". An infection was reported and involved 4 visits to the emergency room until they found it. The infection was "black and bruising coming from the inside out". It was reported to be rotting. The pump also caused a rip from the "right side" to her belly button. It was also indicated that the patient was "zapped", like lightning from the top of her head to her feet when she got the implant. The pain from her herniated disk was present because the pump "wasn't working". The patient is dissatisfied with her current health care provider. The pump was infusing morphine.

Manufacturer narrative:
(B)(4).

Event description:
Since the implant surgery, the patient had been nothing but sick and had gained 20 pounds of water. The patient¿s legs were like two huge legs filled with water. The patient had spent four or five days lying down being sick and having nothing but diarrhea. Tests/check-ups that followed the surgery indicated that the patient¿s thyroid was now ¿messed up.¿ patient now had to take two different thyroid medications. The pocket that the surgeon made for the pump was too big for the pump and it was just ¿swimming around in there, turning over and over.¿ it was reported that when the patient would sneeze she would have to hold her pump in place to keep it from flipping. It was reported that not only did the patient have an infection, but she also had black bruising on her abdomen from the pump. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8591-38, lot# d20369, implanted: (B)(6) 2012. Product type: accessory. (B)(4).